Manufacturer narrative:
Review of device sterilization record. Device sterilization record confirmed device met pre-release specs. There was no allegation of deficiency. Additionally, there is no evidence revealed by the investigation that would lead gore to believe that the device failed to meet its performance spec, or that it did not perform as intended.

Event description:
It was reported to gore by the hosp infection control surveillance program coord, that after implant of the gore dualmesh biomaterial, the pt developed significant deep tissue infection and required re-operation. Additionally, it was reported the device was implanted to repair a recurrent incisional hernia (previous prolene mesh portion was explanted during the procedure). Gore was further notified the device was explanted in 2009, because of infection. According to the hosp the disposition of the device is unk. The coord additionally reported that "while it is not clear where the source of infection originated, we are notifying you as part of our surveillance follow up program."